Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with multiple episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The episodes were caused by post- paced t-wave over-sensing. Programming changes were discussed; however, no interventions were made.